Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an altitude alarm. The customer's blood glucose level was affected, however no specific value was provided. The customer indicated having manual injections as an alternate insulin therapy. Reportedly, there was a delay in clearing the altitude alarm. However, the customer was able to clear the alarm and resume insulin delivery.